Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
Device report 1 of 2. Reference MFR report: 1627487-2011-09428. The pt received the scs system including two percutaneous leads (from two different lots) for peripheral nervous system (off-label) use on (B)(6) 2011. It has been reported the pt's system is working but the pt has been experiencing uncomfortable stimulation on the pns leads. In order to resolve this issue, a surgical intervention will be undertaken.